Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the product codes and lot number of the product that was used for both vicryl and stratafix? Procedure date and event date? Aside from the wound bandaging. Was other treatment provided? Was the suture removed or trimmed? If yes: was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? Was reoperation necessary to remove the suture and re-close the wound? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. Events reported via: 2210968-2023-04030.

Event description:
It was reported that a patient underwent a total knee replacement procedure in (B)(6) 2023 and barbed suture was used. It was reported to the sales rep that post op of that the patient had a small section of suture broke, some of subcuticular and subcutaneous suture at the proximal end of the incision broke. Steri-strips and bandages were used to help with the healing process. Patient currently doing well. No device will be returned. No adverse patient consequences were reported. Additional information was requested.